Manufacturer narrative:
Batch an2275 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters." The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trend for this subclass. Based on this complaint intake, triage, and investigation (citi) search, no trend identified for the subclass adverse event/serious/unknown for lbh 8hr products. Refer to the attached 36 month trending chart lbh adverse event serious unknown (B)(6) 2017 to (B)(6) 2020. There is no further action required.

Event description:
Event verbatim [preferred term] burn blisters with the 4th wrap / burn on the back with blistering [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist and a contactable physician. A 75-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number an2275, expiration date (B)(6) 2022, from an unspecified date for an unspecified indication. The patient's medical history included diabetes and rheumatoid arthritis. Concomitant medications were not reported. The patient previously used thermacare heatwraps and experienced no adverse event. On (B)(6) 2020, the patient experienced burn blisters with the 4th wrap; the three prior ones were ok. Patient has used 3 of a pack with 4 heat wraps without any reaction. The 4th application then led to burns with blisters. It reported that on (B)(6) 2020 burn on the back with blistering, blister opened, slight redness. Blister about 2 cm. Surgical intervention was not necessary. Treatment included bandage with urgo-tuel (wound gauze) and compresses with fixomull. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in 2020. The outcome of the event was recovered in 2020. Severity of harm assessed as s3. According to the product quality complaint group, batch an2275 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters." The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trend for this subclass. Based on this complaint intake, triage, and investigation (citi) search, no trend identified for the subclass adverse event/serious/unknown for lbh 8hr products. Refer to the attached 36 month trending chart lbh adverse event serious unknown (B)(6) 2017 to (B)(6) 2020. There is no further action required. There was deviation from (B)(4), complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened on (B)(6) 2020 to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-5283155, action item pr-5283193. Follow-up (11feb2020): new information received from citi includes severity of harm of s3. Follow-up (21feb2020): new information received from the pharmacist and a physician included: added patient information (added age, height, and weight), added medical history (added diabetes, rheumatoid arthritis), updated suspect drug information (thermacare newly coded to thermacare lower back & hip, action taken was withdrawn due to the event), added treatment information, updated reaction data (updated event information, added onset date of event, and updated outcome of event). Follow-up (20mar2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (16oct2020): new information received from product quality complaint group includes: updated trend information. Follow-up attempts are completed. No further information is expected.

Event description:
Burn blisters with the 4th wrap [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), device lot number an2275, expiration date feb2022, from an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient previously used thermacare and experienced no adverse event. On an unspecified date, the patient experienced burn blisters with the 4th wrap; the three prior ones were ok. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn blister is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Comment: based on the information provided, the event burn blister is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Burn blisters.

Event description:
Event verbatim [preferred term] burn blisters with the 4th wrap / burn on the back with blistering [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 75-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number an2275, expiration date feb2022, from an unspecified date to an unspecified date for an unspecified indication. The patient's medical history included diabetes and rheumatoid arthritis. Concomitant medications were not reported. The patient previously used thermacare and experienced no adverse event. On (B)(6) 2020, the patient experienced burn blisters with the 4th wrap; the three prior ones were ok. Patient has used 3 of a pack with 4 heat wraps without any reaction. The 4th application then led to burns with blisters. The event was reported as 'on (B)(6) 2020 burn on the back with blistering, blister opened, slight redness. Blister about 2 cm. Surgical intervention was not necessary. Treatment included bandage with urgo-tuel (wound gauze) and compresses with fixomull'. The action taken in response to the event for thermacare heatwrap was permanently withdrawn. The outcome of the event was recovered. Severity of harm assessed as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (11feb2020): new information received from citi includes severity of harm of s3. Follow-up (21feb2020): new information received from the pharmacist and a physician included: added patient information (added age, height, and weight), added medical history (added diabetes, rheumatoid arthritis), updated suspect drug information (thermacare newly coded to thermacare lower back & hip, action taken was withdrawn due to the event), added treatment information, updated reaction data (updated event information, added onset date of event, and updated outcome of event). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event burn blister is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out., comment: based on the information provided, the event burn blister is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Burn blisters.

Event description:
Event verbatim [preferred term] burn blisters with the 4th wrap [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), device lot number an2275, expiration date feb2022, from an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient previously used thermacare and experienced no adverse event. On an unspecified date, the patient experienced burn blisters with the 4th wrap; the three prior ones were ok. The action taken in response to the event for thermacare heatwrap was unknown. Severity of harm assessed as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (11feb2020): new information received from citi includes severity of harm of s3. Company clinical evaluation comment: based on the information provided, the event burn blister is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Comment: based on the information provided, the event burn blister is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Burn blisters.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters." The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn blisters with the 4th wrap / burn on the back with blistering [burns second degree] . Case narrative:this is a spontaneous report from a contactable pharmacist and a contactable physician. A 75-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number an2275, expiration date feb2022, from an unspecified date for an unspecified indication. The patient's medical history included diabetes and rheumatoid arthritis. Concomitant medications were not reported. The patient previously used thermacare and experienced no adverse event. On (B)(6) 2020, the patient experienced burn blisters with the 4th wrap; the three prior ones were ok. Patient has used 3 of a pack with 4 heat wraps without any reaction. The 4th application then led to burns with blisters. It reported that on (B)(6) 2020 burn on the back with blistering, blister opened, slight redness. Blister about 2 cm. Surgical intervention was not necessary. Treatment included bandage with urgo-tuel (wound gauze) and compresses with fixomull. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in 2020. The outcome of the event was recovered in 2020. Severity of harm assessed as s3. According to the product quality complaint group on (B)(6) 2020: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters." The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (11feb2020): new information received from citi includes severity of harm of s3. Follow-up (21feb2020): new information received from the pharmacist and a physician included: added patient information (added age, height, and weight), added medical history (added diabetes, rheumatoid arthritis), updated suspect drug information (thermacare newly coded to thermacare lower back & hip, action taken was withdrawn due to the event), added treatment information, updated reaction data (updated event information, added onset date of event, and updated outcome of event). Follow-up (20mar2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event burn blister is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Burn blisters.